Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported that during laparoscopic gastric bypass procedure, when the surgeon attempted to seal the patient tissue, it did not always work. Reportedly, regrasp alarms did not sound, and endtones (indicating completed seal cycles) were heard. After this occurred a few times, a new device was opened to complete the procedure. There was no harm to the patient.